Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Initial reporter city: (B)(6).

Event description:
It was reported that the filterwire was caught in the non-bsc stent and could not be pulled up. The target lesion was located in the internal carotid artery and common carotid artery. A filterwire ez was selected for use. During the procedure, after post dilation, when the filterwire ez retrieval sheath was removed it got caught in a non-bsc stent and could not be pulled up. Another filterwire ez was selected, however, resistance was felt midway, and it could not be advanced. The bent tip was retrieved once and noted a weakening of the tip. Eventually, an extension wire was attached to filterwire ez, then a non-bsc catheter was advanced, and it was able to retrieve successfully. There were no patient complications reported.